Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for his regular fitting on the (B)(6) 2021 and in situ testing revealed affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was planned in june 2021, but no further information has been received.

Event description:
The bilaterally implanted user was seen for his regular fitting on the (B)(6) 2021 and in situ testing revealed affected channels on the left side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The bilaterally implanted user was seen for his regular fitting on the (B)(6) 2021and in situ testing revealed affected channels on the left side. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted user was seen for his regular fitting on (B)(6) 2021 and in situ testing revealed affected channels on the left side. The user was re-implanted.